Event description:
It was reported that the patient presented in clinic for pocket revision due to discomfort. The implantable cardioverter defibrillator (ICD) was explanted and replaced. Patient condition was stable.